Event description:
It was reported that the customer experienced a blood glucose (bg) level of 516 mg/dl. Reportedly, the cartridge had been in use beyond labeling. Tandem technical support educated the customer labeling timeline.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.